Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It has been reported that the battery had corrosion. The event occurred during inspection. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4 - UDI #:(B)(4). Visual examination of the returned product/provided pictures identified the battery pack and cover was deformed. There was black debris within the sterile tray. The battery pack was opened and all 8 batteries were deformed. Four batteries had completely ejected the anodes. Examination of the wiring circuit found that a red and white wire had areas where the insulation was removed exposing bare wires. Functional testing could not be performed. Device is used for treatment. A definitive root cause cannot be determined. Actions were previously initiated to address this issue. The event is confirmed.

Event description:
No additional event information.